Event description:
The customer's nurse practitioner complained of a discrepant inr result from coaguchek xs meter compared to the laboratory result. The meter serial number was asked for but not provided. At 09:45 am the result from the meter was 5.3 inr. The laboratory result was 4.0 inr. The nurse practitioner believed the result from the laboratory was correct. There was no allegation of an adverse event. The customer's coumadin dose was decreased based on the result from the laboratory. The customer was feeling "fine". The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in coumadin, no changes in diet, no additional illness, no new medications, no bleeding, and no bruising. The customer's therapeutic range was 2.0 - 3.0 inr. Retention test strips (286320-21) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.